Event description:
It was reported the patient had a urinary tract infection. It was noted the patient had a low grade fever on (B)(6) 2010. It was reported the patient was seen on (B)(6) 2010 and urinary analysis and urine culture were performed. It was noted the culture tested positive for e coli on (B)(6) 2010. It was reported the patient had a low grade fever again on (B)(6) 2010. It was noted the patient was prescribed keflex from (B)(6) 2010-04-07 , (B)(6) 2010, and (B)(6) 2010-, and cipro from (B)(6) 2010. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v432344, implanted: (B)(6) 2010, product type: lead. (B)(4).